Event description:
The pt's pulse generator was replaced for being at end of battery life. When the generator was returned for analysis, a r35 component was found to be out of specification. Values were selected for the component during installation that were out of specification. Once correct values were reselected, the r35 met specifications.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.